Event description:
The customer reported that the system intermittently would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The real time operating system, general purpose operating system and hard drive was replaced. The system was then found to be operating as intended.